Event description:
It was reported that the patient underwent a posterior spinal fusion at t5-l3 it was reported that 6 months post-op the patient underwent a revision in which the set screws were removed and replaced due to loosening at l1 and l3. No additional patient information was reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of full tightening. Node deformation height (at the center) is significantly different than bench comparison samples. Witness marks on the set screw rod interface surface suggests the rod or the set screws may have been oriented at an angle during final tightening. This is indicated by the rod witness marks on the surface of the set screw, and the asymmetrical final tightening witness marks. Set screw rod interface node height and witness marks indicate the rod or the set screws may have been oriented at an angle during final tightening.